Event description:
Report of "battery failure" received per annual device tracking and device was explanted and replaced. After repeated requests for info the hcp related that the device was discovered to have "telemetry" readings - which indicated the pump was dysfunctional. This dysfunction was found at the time that a revision of the pump pocket was planned because the pump was moving in the pt's abdominal pocket. The problem was determined by the hcp to be "battery depletion" and the explanted device was not returned to the MFR for analysis.